Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the insertion, the doctor found the catheter block during used on the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen cvc catheter for analysis. Signs of use were observed on the catheter. Visual and microscopic inspection did not reveal any kinks, bends, or anomalies on the returned catheter. The catheter body length from the juncture hub to the distal tip measured 214mm , which is within the specification limits of 207-227mm per catheter product drawing. The catheter outer diameter measured 2.41mm which is within the specification limits of 2.36 - 2.46mm per the extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe was used to flush each extension line, and no blockages or leaks were observed. The catheter flushed as intended. The catheter was additionally advanced over a lab inventory guide wire and the guide wire was able to pass as intended. A manual tug test confirmed the luer hub were securely attached to both extension lines. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The customer report of a blocked catheter could not be confirmed through complaint investigation of the returned sample. The catheter met all relevant dimensional and functional requirements. No blockages were identified during functional analysis. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "during the insertion, the doctor found the catheter block during used on the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.